Manufacturer narrative:
For the investigation the logbook and the device were analyzed. The reported reboot could be confirmed. According to the log entries the ventilation unit performed several warm starts on (B)(6) 2017 and continued to ventilate the patient with the previous settings afterwards. As root cause a temporary malfunction of the pcb m16.2 was identified. The communication between the cockpit and ventilation unit was interrupted in the meantime which was alarmed by the device accordingly. In the event of a reboot the ventilation stops for at maximum 8 seconds and the safety valve opens against ambient to allow for spontaneous breathing. After the reboot the therapy continuous with the set parameters, the device alarms accordingly. The device reacted according to its specification. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the c500 displayed the error message "restart ventilation unit". During the restart, the ventilation was stopped. Nursing staff was in the patient room at the time of event. No patient consequences reported.